Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding patterns') in an adult female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of implant: (B)(6) 2012. As per mr "the left sided coil was either in the tube or still remained the cornual section. Hysteroscope was introduced and no coil was found inside the endometrium. We will obtain ultrasound postoperatively after pathology if it is not found in the left tube." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubal occlusion. Pathology test - on (B)(6) 2018: received in formalin are two tan pink fallopian tubes measuring 5 cm in length each, both with an average 0.5 cm diameter. One fallopian tube is inked black. Fimbriated ends are present and patent. Also received within the specimen container are two spiral metal essure devices measuring 3 and 3.5 cm in length both with an average 0.3 cm diameter. The devices will be saved. Ultrasound pelvis - on (B)(6) 2018: results: unavailable. Most recent follow-up information incorporated above includes: on 17-mar-2021: mr received. Reporter, lot number and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding patterns'). In an adult female patient who had essure (batch no. 952111), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted, in date of implant: (B)(6) 2012. As per mr, "the left sided coil was either in the tube or still remained the cornual section. Hysteroscope was introduced. And no coil was found inside the endometrium. We will obtain ultrasound post operatively after pathology, if it is not found in the left tube". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, tubal occlusion; pathology test: on (B)(6) 2018, received in formalin are two tan pink fallopian tubes measuring 5 cm in length each. Both with an average 0.5 cm diameter. One fallopian tube is inked black. Fimbriated ends are present and patent. Also received within the specimen container are two spiral metal essure devices measuring 3 and 3.5 cm in length both with an average 0.3 cm diameter. The devices will be saved; ultrasound pelvis: on (B)(6) 2018, results: unavailable. Lot number#: 952111, manufacturing date: 2012/02, expiration date: 2015/02. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly. No signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding patterns") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (she was scheduled for hysterectomy procedure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: results: unavailable. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.